Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent undersensing was observed during a patient¿s true ventricular fibrillation rhythm. Patient reported feeling dizzy prior to the therapy being delivered. It was suspected that the intermittent undersensing contributed to delayed tachycardia therapy. Programming changes were recommended. No further information available.